Event description:
Physio control is investigating a failure of the drop test for the lp1000 battery. The failure is in the battery case along the ultrasonic seam of the two case halves. There have been no service reports or complaints reported after 1464 uses.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.